Event description:
The customer alleged they received questionable creatinine plus (crep) results on their c501 analyzer. The customer stated there were several patient samples that had discrepant crep results on this analyzer. The customer provided data for one patient with a discrepant crep result. The patient's sample was initially processed on the customer's modular pre analytics device. The parent tube was front loaded on the analyzer for the repeat testing. The patient's initial crep result was 2.32 mg/dl and it was reported outside the laboratory. The repeat result from another analyzer was 0.62 mg/dl and it was considered correct. There were no adverse events. The crep reagent lot number was 60012501 and the expiration date was 02/28/2015. The field service representative found the analyzer contaminated causing low pressure from the gear pump.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.